Manufacturer narrative:
Pt weight: unk (B)(4). Evaluation codes: method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid. Claim # (B)(4).

Event description:
The reporter stated the surgeon inserted a 12.6mm micl 12.6 implantable collamer lens in the patient's right eye and the lens tore. The lens was removed with no patient injury and the backup lens was implanted. The reporter stated a possible cause of the event was due to a loading error.